Manufacturer narrative:
Concomitant products: trifuse; filter and central line, therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving tpn at 32 cc per hr. The IV line was connected to a central line and attached to a trifuse and filter. The nurse was called into patient room and found the IV line on the floor broke and leaking. The IV set up was changed and the tpn was discarded and hung an IV of d10w.

Manufacturer narrative:
The customer¿s report that the IV line broke and leaked was confirmed. Visual inspection showed that the male luer was separated from the tubing. Inspection under magnification showed some solvent present but in an insufficient quantity. Functional testing was not performed due to the separation. Dimensional analysis was performed and the tubing measured within specification. The cause of the leaking was separation of the male luer from the tubing section. The root cause of the separation was identified as insufficient solvent having been applied during manufacturing.